Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. "Little zaps of pain" was not interpreted as shock from the device but rather describing sudden onsets of pain as they subsided 2 weeks later with no intervention. A good faith effort for follow-up was completed. The information in the file was sufficient to evaluate and investigate because the patient reported pain and incontinence. However, there was also insufficient information because the cause of the issues remains unknown and it had not been resolved per patltr. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the device. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function-bladder and pain. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the device is inconclusive because of insufficient event information. Event was related to normal or expected complications or performance as disclosed in product labeling. Concomitant product: product ID: 3093-28, lot# v759963, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that 11 days ago, the patient started having pain in the sciatic region, lower back. It was noted that in the fall/spring the patient lifted up a big bag of dirt and since that time had little zaps of pain, which stopped two weeks after it started. The patient went to the emergency room after getting the zap like pain and a CT scan was run and everything came back negative last may. It was suspected that maybe a lead on the stimulator was zapping the patient but the CT scan was negative and the zapping stop two weeks after starting. It was also reported that the pain feels like ¿somebody¿s pushing against the patient like you put your fist in somebody¿s back and push in¿. The patient does not know if pain was being caused by stimulation or if it occurred with stimulation off. Due to the patient¿s back pain, her doctor wanted to do an epidural or pain blocker. The patient reported getting symptom control for some of her symptoms. It was later reported that the patient still had concerns with device or therapy and was still leaking. The patient had not rescheduled an appointment with their healthcare provider or manufacturer's representative.